Event description:
Initial t4 result of 0.591 ug/dl. Repeat of same sample recovered 9.62. Ug/dl. No info provided to determine if results were used to guide therapy. The field service rep performed performance check tests which were within specification.